Event description:
Pt on ventilator in ICU at this hospital had order to initiate inotherapy in 2008. Equipment brought to hospital from manufacturer; setup and inservicing of staff done; delivery of nitric oxide was to be 60 ppm. The next day, alarm sounded for low to no delivery of nitric oxide as ppm's fell below set parameter. Pt manually bagged which delivers 20 ppm. Three brief episodes of this occurred, with patient's o2 saturation dropping into 60's each time. Manufacturer contacted and new equipment delivered. Pt expired the following day of her underlying disease unrelated to this event.